Event description:
It was reported that during advancement of the 3.5 x 15 mm xience v stent system over the balance middleweight guide wire, the stent was only advanced a short distance, about 5 cm, when resistance was felt with the guide wire. The stent system was removed without resistance from the guide wire and cleaned and an attempt was made to re-advance the stent system over the guide wire; however, resistance was felt again. The device was removed from the guide wire and it was noted that the balloon of the stent delivery system was torn. The device did not enter the patient anatomy. A new unspecified stent system was used to complete the procedure. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. Difficulty positioning the stent delivery system (sds) over the guide wire can be attributed to various factors including, but not limited to, guide wire lumen inner diameter, guide wire outer diameter, condition of the guide wire lumen or guide wire (dried blood / contrast), or physician loading technique. Also, a balloon tear may be associated with damage during manufacturing or inadvertent user handling during the procedure. Resistance when positioning the sds over the guide wire was reported even after an attempt to clean the sds, suggesting that dried blood and contrast may not have contributed. It was noted resistance was felt approximately 5 cm from the distal tip; therefore, it is possible that user technique (such as angle of insertion, bent balloon or shaft or mishandling) may have resulted in the guide wire protruding though the guide wire lumen wall and balloon, accounting for the reported resistance and balloon tear. Account follow-up was requested regarding when the sds was prepared for use and if there were any noted issues. Additional information provided by the account noted that there were no issues when flushing the catheter (sds) or with the balloon prior to use. Based on this information, it appears that the guide wire lumen and balloon were likely in-tact before the reported resistance with the guide wire. Although the product and guide wire used during the procedure were not returned for analysis, it is likely that inadvertent mishandling, such as angle of insertion or bending the sds /balloon, contributed to the reported difficulty and balloon damage. During manufacturing, all stent delivery systems are 100% visually inspected for shaft and damage, checked for proper guide wire movement and leak-tested. Also, a sampling of units is destructively tested to verify guide wire lumen dimensions, successful preparation for use and rated burst pressure. A review of the lot history record revealed no nonconforming material records associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for this lot revealed no other incidents reported for difficultly with a guide wire or torn balloon. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Inflation: copilot. Sheath: terumo. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.